Manufacturer narrative:
Patient information was unavailable from the site. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navlock violet had poor accuracy. Another navlock was used instead. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Analysis found that the returned tracker was worn but undamaged. The tracker received known good instruments without issue. With markers attached and fully seated, the tracker returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.